Event description:
New information received notes it was the defibrillatory impedance that was high.

Event description:
New information received notes the lead was being monitored. No intervention was planned. The patient was stable and comfortable at the time of the office visit.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic due to a vibratory alert. Upon interrogation, the right ventricular lead exhibited high capture threshold and high impedance. Isometric testing was performed and the noise could not be produced. The patient was in stable condition.